Event description:
Customer called for pm because of intermittent infiltration problems. Customer reports by phone: we experienced infiltrations with optitray, visipaque, and isovue, all needle types, various technologists. Requested lf to do system check to confirm injector not fluctuating in pressure during injections.

Manufacturer narrative:
Fse checked operating pressures, pressure limiting, and flow rates of delivery with no problems noted. Customer satisfied with injector performance. Injector returned to full service by the customer.